Manufacturer narrative:
(B)(4). The sample has been received by baxter for evaluation. Once the evaluation is completed or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received and the problem was confirmed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection of the sample found that the tubing had separated from the stress-member, which had resulted in a leak. The reported condition was determined to be caused by no solvent on the tubing, which was a result of operator oversight. As a corrective action, retraining was performed for the assembly process. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
A customer had contacted baxter corporate surveillance regarding an intermate, which had leaked before use. The unit started to slowly leak solution from the proximal end of the intermate tubing. Reportedly when the tubing was released from the intermate groove, the uncoiled tubing easily slid out of the attachment port, in the top of housing. The leak was noticed after sterilization process, when the medicine was already in the intermate. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.